Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet and requested to pause the system during the learning phase despite counseling that pausing prevents algorithm learning; the user had not recently eaten or announced a meal and treated with oral carbohydrates including juice and a muffin, with additional carbs planned. Symptoms included shakiness and sweating. Outcomes included transient low glucose to 56 mg/dl for approximately 30 minutes without medical intervention or hospitalization. Investigation included complaint intake, user education on ilet learning behavior, and review of use conditions as reported by the user. Investigation of this case revealed no device malfunction reported or confirmed and suggested user-driven interruption of automated delivery and unannounced meals as potential contributors, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.